Event description:
It was reported that the surgeon noticed a piece of plastic post insertion with an 1mtec30 cartridge. The piece of plastic was safely removed with no issue and was discarded. There was no patient impact. The patient status was reported as unknown. No further information was available.

Manufacturer narrative:
Telephone number: (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 4/20/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: product evaluation was performed under magnification. The alleged foreign material (fm) was received wrapped in tape with a cartridge. The suspect cartridge was inspected and no further fm or issues were identified. The material was sent to eag labs for fourier transform infrared (ftir) spectral analysis. The ftir results were compared to an añasco manufacturing process ftir library and yielded no results with a correlation above the 0.90 threshold for confirmation. The correlation was close to the threshold manufacturing process and product smes were consulted regarding the ftir results. As per sme recommendation, it was determined that because of the below 0.90 result it was not possible to determine or confirm the source of the foreign material or if the source was related to the manufacturing process. Conclusion: the complaint issue foreign material - loose was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.